Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spine disease and underwent spine surgery. During surgery, the product broke. No fragments of the broken part remained inside the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination identified witness marks on the internal hex, consistent with tightening, with shearing along the root of the tooth at the first thread. This fracture is consistent with material overload when tightening the screw to the rod. If information is provided in the future, a supplemental report will be issued.